Event description:
It was alleged that an overinfusion of heparin occurred during use with a pt. It was noted that no instrument was used and that the pt was being transported between departments when the event occurred. There was no pt consequence.